Event description:
Event description guidant received information that during the implant procedure, the shock lead impedance test (slit) returned a measurement of 50 ohms. Upon closing the pocket, the measurement increased to greater than 125 ohms. The pocket was reopened and the setscrews were checked at which time the measurement remained unchanged. The leads were then removed from the device and reattached with a slit measurement of 42 ohms. Upon closing the pocket the measurement was 33 ohms.